Manufacturer narrative:
The pt is doing well with his new cochlear implant. The infection investigation report on the first implant concluded that the implant was unlikely to have contributed to the reported infection. This is a final report.

Event description:
Na